Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported that a physician implanted the x-stop device into a patient at level l4-l5. Approximately eight months later, the x-stop device was removed and a decompression surgery was performed. The patient did not benefit from the x-stop device. No additional information was reported.